Manufacturer narrative:
Additional information: patient date of birth and weight provided.

Manufacturer narrative:
Patient age and weight not available from the site. A medtronic representative inspected the imaging system onsite. The system performed as expected until attempting to perform a rehoming procedure. When it got to the wag function, it was failing to invalidate home procedure every time. The firmware on the gantry controller was reloaded as the firmware was corrupted. The invalidate home procedure was tested several more times and multiple 3d images. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced. No parts have been returned for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the site was unable to initiate the 3d spin from the imaging system. The site was able to get the iso center scout shots, but when trying to activate the 3d spin, it was not possible get it to start. The image acquisition system (ias) and mobile view station (mvs) were restarted and it was then possible for the imaging system to take an active spin. There an under 10 minute delay to the procedure and no impact on patient outcome.